Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues. This report is being filed on an international product, list number 8p11 that has a similar product distributed in the us, list number 4p54.

Event description:
The customer reported (B)(6) alinity I (B)(6) results on one patient. The results provided were: (B)(6) on (B)(6) 2018 on serial number (B)(4) = (B)(6)/ on sn (B)(4) = (B)(6). On (B)(6) 2018 retested on (B)(4) = (B)(6)/ sent out and roche method = (B)(6). There was no reported impact to patient management.

Manufacturer narrative:
A review of the complaint, along with the customer reference file, confirmed the customers observations. A review of the custome's supplied incident declaration report indicated that the patient was anti-hbs and anti-hbc negative and that hbsag negative results were obtained when the second sample was tested at an alternate laboratory, cerba. A review of tickets determined normal complaint activity for the lot 88338fn00. A review of the complaint trending identified no trends associated with the current issue for the lot. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of labeling concluded that the issue is adequately addressed. Based on the investigation no product deficiency was identified for the alinity I hbsag qualitative confirmatory, lot 88338fn00.